Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, a piece of the shell is missing, underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification, smooth opening and opening striated. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. Smooth opening. A striated edge opening on diaphragm valve side due to surgical damage.

Event description:
Physician reported right side suspected rupture and capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported right side suspected rupture and capsular contracture, baker grade unknown. The device has been explanted.